Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the strip lot was performed. In-house testing on strip lot k380736 met criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2016, a variance between the inratio2 inr results was reported on a patient in (B)(6). Results are as follows: date: (B)(6) 2016, inratio2 inr: 2.1, 1.3 and 1.3 (testing performed consecutively). Therapeutic range: unknown. The patient stopped taking phenprocoumon ten (10) days ago and wanted to resume on the day of the call. The first result did not seem plausible therefore additional testing was performed. There was no reported adverse patient sequela and no additional information was able to be provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)